Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer's blood glucose was 126 mg/dl. Pump system check with the customer did not identify cause of occlusion. Customer changed pump supplies and resumed pump therapy.